Manufacturer narrative:
Product complaint #: (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the specific number of devices (total qty involved) that failed during this one procedure? Is actual product or unopened samples available to be returned for investigation?

Event description:
It was reported that a patient underwent an unknown surgical procedure on an unknown date and suture was used. The needle popped off of the suture during use. No adverse patient consequences were reported.